Manufacturer narrative:
Recurrent gi bleeds are reported under MFR numbers: 2916596-2020-01693, 2916596-2020-01703, 2916596-2020-01706, 2916596-2020-01707, 2916596-2020-01720, 2916596-2020-01722, 2916596-2020-01724, 2916596-2020-01725, 2916596-2020-01726, 2916596-2020-01727, 2916596-2020-01728, 2916596-2020-01730, 2916596-2020-01733. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away at the hospital while on comfort care. The patient passed away from multiple comorbidities, prominently respiratory complications, treatment for (B)(6) chronic driveline exit site (dles) infection, implantable cardioverter-defibrillator (ICD) lead vegetation, infected decubitus ulcers, and recurrent gastrointestinal (gi) bleeds. It was later reported that the devices operated as expected. The infection occurred on (B)(6) 2020 and the patient passed away on (B)(6) 2020. The patient had ankle swelling and low blood pressure and treatments included antibiotics, fluids, continuous positive airway pressure (CPAP), bilevel positive airway pressure (bipap), and high flow oxygen.

Manufacturer narrative:
Correction: b3. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: the patient went into ventricular tachycardia before passing.

Manufacturer narrative:
Section b2 (date of death): correction. Section b5, d4, h4, and h6 (patient code): additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported events could not conclusively be established through this evaluation. Heartmate ii lvas was not returned for evaluation. The hmii lvas IFU lists cardiac arrhythmia and (pocket, local, and driveline) infections as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.